Event description:
Customer reported poor image quality during subtraction. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video and pilot tone lines. System operates as intended.